Event description:
Customer reported receiving in the incorrect meter and "wasn't feeling well" with symptoms of "no strength, feeling cold, shaky, and sweating". She was seen by a local doctor and reports receiving a reading of 333 mg/dl at the doctor's office and being diagnosed with diabetic ketoacidosis. She was given a new prescription of insulin and increased her insulin the evening of the event. A replacement product has been sent to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report as the event is related to a delivery issue and product is not expected to be returned.